Manufacturer narrative:
B5: lens was replaced on (B)(6) 2023 due to low vault. H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim#: (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -10.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length lens on (B)(6) 2023 due to low vault. This resolve the problem. Cause of the event is reported as patient related factor, lens too short. Reportedly, vault and near vision improved.

Manufacturer narrative:
B5 - the problem was resolved. Reportedly, " better vault after lens exchanged. To monitor vault and patient's vision quality. Patient has no further complaint." Claim# (B)(4).

Manufacturer narrative:
B5 - this did not resolve the problem. The reporter stated, "vault is still low. However near vision improved. Unaided near vision n5. To monitor." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in vial in liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. (B)(4).